Manufacturer narrative:
The surgeon reported the patient developed severe pain and compression of the auditory canal at the time of the explant surgery. The surgeon stated the devices were stable.

Event description:
The patient's right tmj devices were removed due to pain.

Manufacturer narrative:
A CT was taken and showed that this patient's right tmj devices were removed. Several attempts were made to get more information. A supplement report will be submitted when data is received. Multiple mdrs were submitted for this event (MFR report#2031049-2021-00044).

Event description:
The patient's right tmj devices were removed due to unknown reasons.